Manufacturer narrative:
The device was returned due to guidewire insertion difficulty following a transseptal puncture and a plastic particle. A guidewire from current inventory was unable to successfully advance through the entire length of the dilator. However, no resistance was noted near the distal end of the dilator when the returned brk needle/stylet assembly was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a skived material was noted at the distal end of the dilator, consistent with the guidewire insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported plastic particle was not returned but is consistent with skived material exiting the dilator.

Event description:
During the procedure, the guidewire was unable to be fully advanced into the sheath. The guidewire was removed and a small particle was aspirated. The procedure was completed with the same sheath and there were no patient consequences.